Event description:
During cardiomems implant procedure on (B)(6) 2023, the sensor was stuck on the delivery system. The physician was attempting to get the sensor unstuck when the patient started to have hemoptysis. The physician went back in with the swan and inflated the balloon to stop hemoptysis or increased complications. The physician pulled the delivery system out causing the sensor to move within the pa. The sensor is currently located at the arch of the left pa. The patient was stable and stayed overnight for observation. Abbott rep was able to get a good physiological reading with the hospital electronic system on (B)(6) 2023.

Manufacturer narrative:
No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.